Manufacturer narrative:
Follow-up #1 date of submission 09/03/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings: a review of the pump black box data showed multiple pump reboots had occurred following cs 144, replace cartridge and cs 128 replace battery alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked at the threads. The battery cap threads were stripped and torn; the cap was not able to be secured properly to the pump. The pump was unable to maintain power with returned battery cap. The pump continued to reboot and further testing was not able to be performed. The pump was opened and no evidence of damage or moisture was found inside the pump. Unrelated to the complaint, investigation revealed that the audio bolus button was missing from the pump. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked and the user was unable to tighten the battery cap to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.